Event description:
It has been reported to philips that the allura system c-arm would not move. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the mechanical c-arm won't move. Review of the system log file showed that there were geometry errors related to the c-arm movement which stopped due to a position error. The issue didn't resolve after the system restart. Further, the fse found that the stand failed to move due to the vertical brake issue. The fse ordered and replaced the longitudinal brake and performed the necessary tests and inspection. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.